Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold. A microscopic analysis was performed which identify a punctured in the anterior side. Based on the device analysis the final assessment is: a puncture opening on anterior due to surgical damage like.

Event description:
Healthcare professional reported left side "deflation". Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.